Event description:
Boston scientific crm received information from this pt's wife that this implantable cardioverter defibrillator (ICD) shocked the pt 23 times. The pt was then taken to the hospital where they expired. The pt's wife believed that the high number of shocks delivered caused weakness, in which he was unable to recover.

Manufacturer narrative:
Available information indicates that at this pt's last in-office device interrogation in early 2008, the pt had stable function of his ICD with normal pacing, sensing, lead impedances and battery. The discharge summary indicates the pt was in the hospital for a week from three and a half months later, due to ICD shocks for rapid arterial fibrillation, where the device was re-programmed and the pt was started on amiodarone. A cardioversion was performed that time. No additional information is available at this time. If additional information becomes available, this event will be updated.